Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 03/12/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: a review of the pump¿s black box history showed that the data from the date of the event had been overwritten due to continued use of the pump. The current black box history showed no evidence of a load/step malfunction occurring. During testing, the pump performed the rewind, load, and prime steps with no load/step malfunctions or alarms occurring. The force sensor calibration reading was found to out of the required specifications. The pump case was removed and no evidence of moisture or loose components was found inside the pump. The force sensor pins were seated and the solder connections were intact. There was no evidence of cracked for sensor traces. The force sensor resistance reading was found to be out of the required specifications. Evidence of green contamination was found inside the force sensor housing. The complaint that pump was priming the tubing during the load step was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.